Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7078629.

Event description:
It was reported that during an implant procedure the patient developed cerebrospinal fluid leak and was provided medical intervention.

Event description:
It was reported that during an implant procedure the patient developed cerebrospinal fluid leak and was provided medical intervention. Additional information was received that the physician believed that it was not an actual cerebrospinal fluid leak as saline was used and patients headache was not positional. The patient was reprogrammed following a procedure and reportedly doing well.